Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves and a varying right ventricular automatic threshold (rvat) test. An x ray image was performed it was observed that this lead had pulled back. A lead revision was recoomended; however, no date has been scheduled at this time. This lead remains in service. No adverse patient effects were reported.